Manufacturer narrative:
Additional common device names: dzi, erl, hbe. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows that the previous service condition from (B)(6) 2014 is relevant to the current complaint issue: control unit not functioning the service history review shows that the previous service condition from (B)(6) 2014 is relevant to the current complaint issue: control unit not functioning, defect. The service technician noted the following action taken repair. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: motor seized, rough running, defect. The root cause of the event was determined to be material fault. The device was repaired and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported the device has starting issues, runs irregularly and is noisy. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the previous 6 months, the item was returned on 11.02.2014 due to _cazb_ control unit not functioning, defect. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.